Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after loading a cartridge with an unspecified amount of insulin. Blood glucose level was 91 mg/dl. Reportedly, a new cartridge was loaded successfully to address the issue.